Event description:
A 7 mm diameter x 3.0 cm length bridge assurant biliary stent system was inserted into a patient for the endovascular treatment of a 90 - 95% stenosis in the right common iliac artery. Vessel morphology is unknown. The lesion was pre-dilated. It was reported that the physician advanced the stent through a 6f or 7f sheath. It was reported that the stent got caught on the lesion, began to flare, and displaced from the balloon. It was reported that at some point the stent completely dislodged from the balloon and became stuck in the aorta. The stent was snared, pulled back into the iliac artery, and the delivery system, stent and sheath were removed from the patient as a single unit. It was reported that the access site was surgically closed. The lesion was reportedly not treated. No additional sequelae were reported and the patient is reported to be fine.